Event description:
An arterial dissection occurred in the access vessel requiring surgical repair. According to the clinician, open repair was not a viable option for this pt, and, the pt's vessels were borderline. No allegation of product deficiency was made by the clinician.